Event description:
Customer initially reported that their abbott diabetes care device displayed a scan error message. The product was returned and investigated for the scanning error ssue, however during investigation external burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and burn marks on the sensor casing was observed. The sesnor was sent for further investigation and de-cased. Internal visual inspection was performed on the sensor's pcba (printed circuit board assembly) and severe burn marks to the sensor casing, along with burn marks to multiple components on the pcba was observed. Functionality testing of the sensor was unable to be performed due to the observed burn damage. Data could not be downloaded due to the observed damage. The observed damage is consistent with being exposed to an electromagnetic radiation source such as a microwave oven. The sensor was subjected to external power during use and therefore the issue is not confirmed due to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution.